Event description:
Terumo received the following reported information: an injection site reaction occurred after yeztugo. According to the report, ytg injection was given per protocol on (B)(6) 26. On (B)(6) 26, the provider reports that the patient was seen with abscess formation, ulceration, and cellulitis requiring debridement at the left abdominal injection site. The healthcare professional reported that at the time of the injection, there was a "bubbling up" of the skin, indicating a possible intradermal injection.